Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer also reported that the insulin pump was alarming no delivery. Troubleshooting was performed. Reviewed the alarm history and found low battery alarms and no deliver alarms. The programming, time, and date were correct. Ran a fixed prime test and passed. The high pressure test could not be performed as a tubing clamp was not available at time of call. The customer stated that the infusion set was changed three times and found it was kinked and had a pool of insulin on her site. The customer also mentioned having sometimes bent cannulas. The customer was not comfortable and requested a replacement of the insulin pump. No further information was provided.